Event description:
It was reported that the handpiece started smoking during a case. The case was delayed for two minutes to get another irrigator. Allegedly, it sounded like the motor was running the entire time, even when none of the buttons were being depressed.

Manufacturer narrative:
Additional info will be provided once investigation is completed.